Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that during a procedure, blood leakage was found at the joint of tube and extension adaptor. The catheter was implanted for 6 months. The catheter was pulled and replaced on (B)(6) 2013.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.